Event description:
It was reported that this patient experienced chest stimulation. The stimulation occurred in bipolar configuration, but unipolar configuration was not optimal for the patient, so the right ventricular (rv) lead was explanted and replaced. The patient is dependent. No additional adverse patient effects were reported.